Event description:
It was reported that the patient had fallen and an abdominal bruise was noted. The right ventricular (rv) lead displayed high impedance and a lead fracture was confirmed. The patient had a history of intermittent complete heart block. Therefore, the patient was hospitalized and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lead has been returned to the manufacturer. (B)(4).